Event description:
The device was used to deliver defibrillator energy to the pt two times. When an attempt was made to charge the defibrillator again, the device reportedly displayed connect electrodes. A lifepak 300 automatic advisory defibrillator was reconnected to the pt and used to continue pt treatment. At some time in the use this device also reportedly inappropriately prompted connect electrodes. The pt was not resuscitated. The reporter stated the reported discrepancies did not affect pt outcome, since pt treatment was not significantly interrupted. The use of the lifepak 300 automatic advisory defibrillator is the subject of a separate report.